Manufacturer narrative:
D4: unique device identifier (UDI) # is for the product reported in d4. This product code is sold/distributed outside the us, but is deemed same as or similar to product distributed in the us. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the graduation marks or scaling marks are illegible on an unspecified quantity of exactamed dosing syringes. After multiple uses of the exactamed dosing syringes, it was observed that the print on the syringes fades. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: six photographs and ten actual samples were received for evaluation. The returned photographs were reviewed, and it was noted that many segments of the oral syringe volume line markers were apparently missing on the syringe body. The actual samples were visually inspected, and the volume line markings on the oral syringes were all intact and properly printed. The reported condition was verified in the photographic samples and not verified in the actual samples. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.